Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed device issues due to improper care and maintenance. The mechanics swing was blocked, pin from the adjustment ring has broken, and bearings of the saw are worn. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.

Event description:
Device was returned for service. During service, technician found a pin from the adjustment ring has broken, as a result of which the attachment cannot be used. The bearings of the saw are worn, no longer turn. This is report 1 of 1 for #(B)(4).